Event description:
An event involved a 102" (259 cm) appx 8.3 ml ext set bifuse pur standardbore/smallbore w/clave¿ clear, spiros¿ w/red cap, dual check valve, 1.2 micron filter, luer lock reported that the 1.2-micron filter was leaking on IV(intravenous) tubing parental solution. The sets failed multiple times. There was patient involvement and no reported patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was reviewed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9 - device available for evaluation, d9 - date returned to mfg null.